Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016078 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1016078, test base part number 190-430 / lot 1016078. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016078 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive using ID now covid-19 assay performed on (B)(6) 2021 using a direct nasal kitted swab. Rna confirmation testing was done and it generated a negative result. The customer confirmed that there was no patient harm due to the results. Additionally, the customer confirmed there was no impact or delay in treatment due to the test results. Per the customer the patient was advised to take vitamins. Positive results are indicative of sars-cov-2 rna; clinical correlation of patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to high sensitivity of the assays run on the instrument, contamination of the work space with previous positive samples may cause false positive results. Handle samples according to laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the user manual. Due to risk of false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.